Event description:
Account alleges that while performing a procedure the head of the bed drifted, no injury was reported as a result of this incident.

Manufacturer narrative:
Tech found hi-low brake greasy. After removal of drive found ball screw assembly worn. Replaced ball screw assembly to correct.